Manufacturer narrative:
A fracture of the sensing coil was noted distal to the crimp sleeve to the connector ring, consistent with fatigue. This fracture is consistent with the observation from the field of noise.

Event description:
It was reported that a number of short episodes of ventricular fibrillation were detected. Detection of the episodes could be reproduced with provocative testing. The lead was explanted and replaced. The patient is fine following the procedure.